Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) and related svn#: (B)(4) event date of 22-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(4) and related svn#: (B)(4) event date of 22-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 206500 (20.65 u) and dailytotalofbolusinsulindelivered = 365000 (36.5 u) which is equal to the dailytotalofallinsulindelivered = 571500 (57.15 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) and related svn#: (B)(4) event date of 22-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 05:04:49.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: (B)(6) 2025 20:11:00.000, 10/18/2025 20:26:07.000 (B)(6) 2025 06:23:00.000 (B)(6) 2025 18:11:00.000, 10/22/2025 18:21:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 19:38:48.000 (B)(6) 2025 19:48:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 20:42:00.000 sgcalibrationerror (776) was found on: (B)(6) 2025 18:52:04.000 (B)(6) 2025 05:16:50.000 sensorerroralert (801) was found on: (B)(6) 2025 14:03:48.000, 10/18/2025 14:13:00.000 (B)(6) 2025 15:08:49.000, 10/18/2025 15:18:00.000 (B)(6) 2025 15:38:50.000, 10/18/2025 16:38:48.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.65 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump was malfunctioning. The customer reported blood glucose value of 660 mg/dl. The customer was hospitalized for the treatment. The event involved product(s) mmt-332a, mmt-1880l, mmt-243a. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-243a. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.